Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4318, lot #: 20243286, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing abdominal and groin pain mid-trial. The patient underwent an explant procedure. No device malfunction was suspected. Patient was doing well postoperatively.